Manufacturer narrative:
Section h6, health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed the pump stop due to battery depletion. The controller event log file contained events from (B)(6) 2024. The file captured the external batteries and the system controller¿s internal backup battery had fully depleted, resulting in a pump stop. The controller clock was reset to the default timestamp, per design, once the system controller was reconnected to a power. The patient¿s driveline was reconnected to the system controller and the pump ramped back up to the fixed speed without issue. During this time, multiple low flow alarms were captured. The driveline was then disconnected from the system controller and the system controller¿s clock was set to (B)(6) 2024. Although a specific cause for the low flow alarms could not be conclusively determined, the low flow alarms appear to be consistent with the report of the patient being found with pulseless electrical activity arrest at home. The patient outcome was reported to not be device related. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of pump parameters, including pump flow. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away. Preliminary cause of death was reported as advanced heart failure and cardiogenic shock. The patient called emergency medical services (ems) in respiratory distress and was found in pulseless electrical activity (pea) arrest at home. The death was not considered to be device related. The device operated as expected. Log files captured a pump stop at 5:26 am on (B)(6) 2024. Prior to the pump stop, the log captured several low power and no external power alarms. It appeared that the pump stopped because of external and internal battery depletion. Up to this event, the log file indicated that the patient did not connect to the wall power during this history. This suggested that the patient had been sleeping on battery power. It was unable to determine how long the pump was off before being reconnected to power due to the system controller clock being reset following shut down.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.